Event description:
(B)(4) I was diagnosed with raynauds syndrome. My hands turn blue in cold conditions and stress. My body has become inflamed all over causing my hands to be affected by cold. My pain and exhaustion is severe to the point of barely able to function.